Manufacturer narrative:
Information unknown/ not provided. Lot number; unknown/ not provided. Expiration date; unknown. Unique identifier (UDI) number; unknown. If implanted; give date: n/a (not applicable). The viscoelastic (ovd) is not an implantable device. If explanted; give date: n/a (not applicable). The viscoelastic (ovd) is not an implantable device therefore, not explanted. Phone number: (B)(6). Phone number: (B)(6). Device manufacture date; unknown. The viscoelastic (ovd) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after surgery post-op, the patient's intraocular pressure measured 50. After mechanical pressure reduction and medication the intraocular pressure decreased to 20, after this patient returned home. The patient was treated with medication, lopidine gtt, asetazolamid 500mg per os. No further information available.